Manufacturer narrative:
The initial reporter was unable to provide patient details or a device evaluation regarding the event. However, with the limited information available it was confirmed that user error was the root cause because the operator did not follow instructions per the IFU. The electrode was adjustable, but the operator did not follow this and ended up breaking it. The patient details were not provided, but the event took place during a tonsillectomy procedure where the operator broke the rf electrode. This resulted in the metal part of the rf electrode remaining attached to the patient's amygdala. The operator resolved the issue by removing the electrode from the patient and continued forward with the procedure using a replacement rf electrode. This is reportable because the incident is a potential serious injury event.

Event description:
User broke an rf electrode while treating a patient during a tonsillectomy procedure.